Event description:
There was an allegation of discrepant inr results for 1 patient testing with coaguchek inrange meter serial number (B)(4) compared to an unknown laboratory method. The result from the patient¿s meter was 3.4 inr. The result from the cardiologist¿s coaguchek system was 3.3 inr. The result from one laboratory was 2.7 inr. The result from a different laboratory was 2.5 inr. Different fingers were used for the meter tests. The meter and laboratory results were obtained within 3 hours. The patient¿s therapeutic range on the meter is 3.0 ¿ 3.5 inr. The patient¿s target range for laboratory results is 2.5 ¿ 3.5 inr.

Manufacturer narrative:
Reporter occupation is patient/consumer the test strips were requested for investigation. The test strips were returned for investigation and were measured on reference meters with a high level control sample: testing results (qc range: 2.4 ¿ 3.0 inr): qc 1: 2.8 inr. Qc 2: 2.8 inr. Qc 3: 2.7 inr. All inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods." The investigation did not identify a product problem. The cause of the event could not be determined.